Event description:
Reporter wore on elbow for two hrs and followed directions. Skin was burned in patch area. She saw her dr for a previously scheduled appointment and he examined the area. There is no mention of treatment or any medication ordered by dr.